Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring was damaged, the hose was torn off, the motor and control unit were damaged, the device had liquid damage and the locking parts were worn out on the motor device. It was further determined that the device failed the following pre-tests for hand control assessment, handpiece temperature assessment, air pump assessment, noise assessment, safety assessment, motor thermistor assessment, cutter lock assessment and loctite and cable assessments. It was reported in the service order that the device came away from the cable and the wires were exposed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.